Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery using a pod coil and a non-penumbra microcatheter. It should be noted that the patient's anatomy was mildly tortuous and mildly calcified. During the procedure, while advancing the pod coil through the microcatheter, the pod coil became stuck in the distal length of the microcatheter. Upon attempting to retrieve the pod coil, it unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed from the patient, and the pod coil was flushed out of the microcatheter. The procedure was completed using a non-penumbra coil and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.